Event description:
Additional information: it was reported on (B)(6) 2016 that the patient was admitted on (B)(6) 2015 for gastrointestinal bleeding and found to have active dieulafoy lesion bleeding. The patient underwent hospitalization was transfused with 6 units of packed red blood cells. Resolved on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 months. The device remains in use supporting the patient. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for gastrointestinal bleeding on (B)(6) 2015. The patient had recently been admitted with distal jejunal bleeding documented on (B)(6) 2015. Additionally, since lvad implant, the patient has had multiple previously unreported admissions on more than one occasion for gi bleeding; the number of times and dates admitted were not provided. The patient is currently stable, asymptomatic, and at home. No additional information was provided, including any treatment that was rendered and any diagnostic findings made during the hospital admissions.

Event description:
Additional information: it was reported on 12/01/2015 that the patient experienced gastrointestinal bleeding with a large adherent clot seen in distal jejunum on (B)(6) 2015. The patient underwent prolonged hospitalization, with changes to medication and was transfused with 12 units of packed red blood cells. The patient had also been provided with antegrade double balloon enteroscopy of (B)(6) 2014 with dieulafoy lesion status post epi injection and banding. Resolved on (B)(6) 2015. Additional information: it was reported on 12/01/2015 that the patient experienced gastrointestinal bleeding, acute post-hemorrhagic anemia, melena on (B)(6) 2015. The patient was hospitalized, surgery, with changes to medication and transfused with 5 units of packed red blood cells. Dieulafoy lesion identified which was clipped. Resolved on (B)(6) 2015.